Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the icl was exchanged with a shorter lens which resolved the problem. The most common cause of lens exchange to a smaller size is excessive vaulting. This condition has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Surgical procedure, secondary surgery. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a sizing issue. The icl was exchanged for a shorter lens. There was no mention of any patient injury, no enlarged incision or sutures.